Manufacturer narrative:
This is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2018-22994-01 for the reported lot number 10309654. The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by a distributor via email on (B)(6) 2018 that a female consumer had an eye infection in her left eye after wearing the contact lenses. She threw away the lenses she was wearing, the case and solution. After the infection cleared up, she wore the lenses and got another eye infection in her left eye. Her ecp diagnosed a corneal ulcer of the left eye. New information obtained from the consumer via phone follow-up on 30mar2018 stated that she did not remember the exact date of event. Upon putting the first contact lens in her left eye, she experienced redness and irritation within an hour of wear. The consumer removed the contact lens and went to see her ecp who informed her that she had a bacterial infection which was a result of wearing the contact lens. She threw out the contact lens and wore glasses until her symptoms resolved. At that point, she tried to wear another contact lens for the left eye from the same box and within hours experienced redness and irritation. She removed the contact lens and went again to see her ecp who diagnosed her with corneal ulcer. The consumer was prescribed besifloxacin %0.6 with an unspecified treatment modality. Her symptoms have completely resolved and she was wearing glasses.

Manufacturer narrative:
Additional information: the MFR date was not entered on the initial device report, which was submitted on 12jun2018; this smdr (follow-up 1) is being submitted to indicate that this entry should have been feb2016 a retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).